Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on an unreported date for the peritonitis event. On an unreported date, the patient was treated with unknown antibiotic(s) (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. It was reported that the patient has recovered from the peritonitis event. It was not reported if dianeal therapy was ongoing. Additional information was requested but is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. This is the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number h14c29023 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.